Event description:
It was reported during use, that a cardiosave intra-aortic balloon pump (iabp) blood back issue, while on a patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge field service engineer (fse) evaluated the iabp unit and was able to determine the reported issue. The fse found minor blood back inside the unit. To fix the issue, the fse replaced the pneumatic module assy, rohs (0997-00-1178), and performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.